Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 6cm distal to the is-1 connector pin into two segments. All fragments were received for analysis. An extraction aid was found in the distal fragment, it is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized. Damages such as a bent distal end and a ruptured insulation from the ring electrode, most likely resulted from the extraction procedure due to applied mechanical forces. However, a thorough analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported increased thresholds and loss of capture. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this rv lead was explanted due to increased thresholds with intermittent loss of capture on a dependent patient. No adverse patient events were reported. Should additional information become available, this file will be updated.